Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not receive therapy for vt (ventricular tachycardia) and the ER (emergency room) had to shock the patient out of vt. It was found that the patient had a vt event that the device had classified as non-sustained ventricular tachycardia due to intermittent dropout. A programming change was made for the right ventricular (rv) lead¿s sensitivity. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.